Manufacturer narrative:
(B)(4).

Event description:
The pump was in safe state. It was unknown when the message first was displayed nor were there details on the patient's condition related to the reset message on the pump. Additional information has been requested. A follow-up report will be sent if additional information becomes available.